Event description:
A caller reported a minimum fill notification and reloaded the same cartridge without attempting to load a new one. There was no adverse impact to the customer's blood glucose level. The caller had 80 units or more of insulin remaining and, after following instructions to reload, successfully resolved the issue and resumed insulin delivery.